Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted and data from the reported event date of (B)(6) 2024 was reviewed. At 12:19:44 while connected to the mpu, a sudden drop in alternating current (ac) power occurs resulting in a no external power alarm. The no external power alarm resolves at 12:19:49 when power to the mpu is restored. This same event occurs again on (B)(6) 2025 at 01:04:00. The backup battery provided support to the system during these loss of power events. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the serial number of the mpu, if the mpu had the v-lock connector for the ac power cord, the cause of the alarm, and if any equipment would be returning for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the mobile power unit were unable to be reviewed due to the serial number information not being provided. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files were requested to be reviewed. The log files were reviewed and captured low power hazard and multiple other related alarm types on (B)(6) 2024 and (B)(6) 2025. These were caused by power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the ac wall outlet or house power disruption. There was no interruption in pump support during these events.